Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The device was not returned for evaluation; therefore, a device analysis could not be performed.

Event description:
It was reported that a clearlink y-type blood set's tubing separated from the base of the spike. This malfunction occurred before use. Additional information was requested and is not available.